Event description:
Info rec'd indicates that pump's platen latch is hard to lock.

Manufacturer narrative:
Investigation found that the pump showed impact bent platen causing the platen to not close to perform 40 psi test. Platen was replaced to resolve the issue.